Event description:
During a ventricular tachycardia ablation procedure, an atrioventricular heart block occurred requiring pacemaker implantation. During ablation in the region close to the bundle of his to interrupt the arrhythmia (doctor aware of the risk), an atrioventricular block occurred which required implantation of a temporary pacemaker. The patient was transferred to the ICU for observation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block remains unknown.